Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 403 mg/dl on their blood glucose meter at 9:00am. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 306 mg/dl and 328 mg/dl. It is unclear if the consumer administered any insulin intake based on these results. Later in the day, the emts were called to the home for medical intervention. When the emts arrived they tested the consumer using their blood glucose meter getting a result of 79 mg/dl. The consumer was treated with IV and transported to the hospital later released at 9:30pm. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.